Event description:
There is a leakage in coupling of the inner hose. The event occurred during testing. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g7, h1, h10 the device history record (DHR) for the zimmer air dermatome ii hose: aga, 3 m, part number 00885100205 and serial number (B)(4), review by de-soutter medical limited noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from us (B)(6) that a zimmer air dermatome ii hose: aga, 3 m had an air leakage in the coupling of the inner hose. On 17 dec 2018, a returned product investigation was performed on the zimmer air dermatome ii hose: aga, 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Once the investigation is completed, a follow up report will be submitted.

Event description:
There is a leakage in coupling of the inner hose. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, lot#, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. The device history record (DHR) for the zimmer air dermatome ii hose: aga, 3 m, part number: 00885100205, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 01 oct 2018, it was reported from us I linköping (manuella fakturor) that a zimmer air dermatome ii hose: aga, 3 m had an air leakage in the coupling of the inner hose. On 17 dec 2018, a returned product investigation was performed on the zimmer air dermatome ii hose: aga, 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.